Event description:
Unomedical reference number (B)(4). Event occurred in(B)(6) it was reported that the patient experienced severe red painful punctures on the skin on (B)(6)2024. No further information available.